Event description:
The nurse alleged the bed rail was not working from the morning of (B) (6) 2009. In the evening, the pt attempted to get out of bed to go to the bathroom and fell on the floor. The pt was not injured.

Manufacturer narrative:
The technician investigated and found the siderail latch cover was badly bent, which prevented the latch from properly locking. The technician replaced the latch cover to repair the bed. The technician was told that the pt fell when the siderail was lowered and the nurse was able to stop the pt from falling.